Event description:
A malfunction alarm identified as malf 12 occurred, and customer technical support assisted the caller with resetting the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump and advised the caller to reach out again should the malfunction code occur in the future, and the caller confirmed understanding and continued using the pump without further issues.